Event description:
It was reported that a spectrum pump had a close door alarm. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom. Evaluation experienced a door not fully latched message corresponding with the reported symptom. Evaluation determined the cause to be a loose upper link screw. The screws were replaced to correct this condition.